Manufacturer narrative:
(B)(4).

Event description:
It was reported that during transport of the patient to a medical center for intervention, the pump alarmed "peak" and the pump turned off. When the pump was restarted, the screen went blank and nothing was able to be seen, however the pump continued pumping. The doctor requested to continue transportation to the medical center as the pump was still pumping. No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that during transport of the patient to a medical center for intervention, the pump alarmed "peak" and the pump turned off. When the pump was restarted, the screen went blank and nothing was able to be seen, however the pump continued pumping. The doctor requested to continue transportation to the medical center as the pump was still pumping. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of the pump alarmed "peak" and stopped pumping is not able to be confirmed. The product was not returned for investigation. The specific serial number was not reported, but a device history record (DHR) review was conducted for all the lot numbers/serial numbers of iabps at this account with no relevant findings. All devices passed all manufacturing specifications prior to release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.